Event description:
Investigation has been updated.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the male patient was implanted with a revitan stem on (B)(6)2014 after multiple hip surgeries and an infection in 2011. Since (B)(6)2019, the patient had severe pain and underwent radiographic examination, which revealed a stem fracture. The stem was revised on (B)(6) 2019 due to fracture of the modular junction. Review of received data: please note: the following received data was translated from german to english and case-relevant information was summarized. Revision report, dated (B)(6)2019: diagnosis: revitan stem fracture on the right after multiple revision surgeries. Treatment: stem replacement to a revitan stem diameter 22, length 260, curved with proximal stem 105 and a 36 bioball head with 5xl neck adapter, multiple cerclage wires and osteotomy of the distal femur. Description of procedure: the proximal revitan stem is completely loose and can be pulled out easily. As expected, the stem fracture is located at the modular junction. Longitudinal osteotomy of the distal femoral shaft. The distal stem is very well integrated, a window is carefully lifted and the stem is successively dissected out. Insertion of three cerclage wires. For this very tall patient, the largest possible stem is assembled. Prior to this, careful rasping was performed up to trial 22, which revealed a good fit in the distal fragment. To make another stem fracture as unlikely as possible, the stem is assembled ex-situ with the hammer until no gap remains at the outer circumference. The stem is carefully inserted. The primary stability in the distal femur is quite good. To obtain as much stability as possible, the only possible locking hole, which is actually dynamic, is locked with a total of two screws to achieve static locking here. Then all three cerclage wires are tightened, which additionally results in very good stability. The longest possible variant is selected with bioball 5xl, which creates a stable joint clearance. Discharge letter, dated (B)(6)2019: anamnesis: during a banal movement, suddenly there was severe pain in the area of the right hip (since april 2019). Diagnosis: fracture of revitan stem right hip, condition after two-stage htep replacement on (B)(6)2019 due to infection 2011 and 2012/2014 postoperative anaemia. Secondary diagnosis: arterial hypertension, hyperuricemia, hyperlipidemia, tilidine and novamine sulfone intolerance. Treatment: stem replacement right hip and femoral osteotomy on (B)(6)2019. Mre at discharge: no. Letter from scheid & goehl law firm, dated december 08, 2020: patient received a right hip prosthesis on (B)(6) 2014. The pin of the distal revitan stem was found fractured on (B)(6)2019. The fractured stem was revised on (B)(6)2019. The endoprosthesis pass from the implantation on (B)(6)2014 is enclosed and shows the four zimmer biomet devices involved as well as the label of the bioball deltatm ceramic head 36 mm and the bioball adapter 4xl (+17.5 mm) manufactured by merete medical gmbh. X-rays: ten intraoperative images ((B)(6)2019) and four postoperative radiographs dated (B)(6) 2019 were obtained. All images show the revised stem; therefore, the radiographs are not relevant to the reported stem fracture. Product evaluation: the products were not returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the reported product combination was not approved by zimmer biomet, because zimmer biomet devices were combined with products (merete bioball adapter and head) of another manufacturer. DHR review: review of the device manufacturing records of the distal and proximal revitan stems, the durasul insert and the allofit shell identified no deviations or anomalies during manufacturing. The products were manufactured according predefined specifications. Instruction for use (IFU): instruction leaflet for endoprostheses: the manufacturer, the importer and the suppliers of zimmer products are not liable for complications or other effects that might occur for reasons such as incorrect indications or surgical technique, unsuitable choice of material or handling thereof, unsuitable use or handling of the instruments and so on. The operating surgeon is responsible for any such complications or other consequences. Zimmer has not tested the safety or effectiveness of these devices for use in combination with non-zimmer products or components. If surgeons elect to assemble and implant a construct that includes components not manufactured or distributed by zimmer, they do so in reliance on their own clinical judgment and should so inform their patients. It is up to the responsibility of the user to make sure that the systems are compatible. Reliable seating of femoral cone-ball head combinations is only possible if the surface of the ball-head cone and the surface and structure of the femoral stem cone are intact and sound. It is absolutely essential that the outer cone of the femoral stem fit the inner cone of the ball head. With femoral heads with longer necks there is a risk of breakage of the neck of the stem or of the stem itself. The risk of revision stem fractures increases under the following circumstances: as the stem length increases, as the diameter of the stem decreases, as the position in which the stem is anchored into place is shifted distally. Conclusion: it was reported that the male patient was implanted with a revitan stem on (B)(6), 2014 after multiple hip surgeries and an infection in 2011. Since (B)(6) 2019, the patient had severe pain and underwent radiographic examination, which revealed a stem fracture. The stem was revised on (B)(6)2019 due to fracture of the modular junction. The products were not returned; therefore, visual and dimensional evaluation could not be performed. But the quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). The received medical documentation describes a pin fracture of the well-fixed distal revitan stem, and a loosened proximal revitan stem. However, neither the revitan stem, images of the stem, nor radiographs taken before revision, showing the stem fracture, have been received. Due to the lack of radiographs, factors such as patient anatomy, bone quality and quantity, implant positioning and changes thereof over the time in-vivo could not be evaluated. Also contributing patient factors such as weight, body-mass index (bmi) and activity level as well as procedure related factors such as implantation steps could not be assessed due to the lack of medical data. The product labels show that the zimmer biomet devices were combined with a bioball adapter 4xl. (+17.5 mm) and a bioball head 36 mm from merete medical gmbh. This product combination is not approved by zimmer biomet and represents an off-label use. In addition, the used bioball adapter of size 4 xl (+17.5 mm) creates a large, untested head offset which increases the bending moment on the modular junction, increasing the risk of fracture. Further, according to recent literature, the risk of stem fracture is increased in young male patients with high weight and body-mass index (bmi), poor proximal bone support, and large head offset, as these factors increase the bending moment on the modular junction of the stem. In conclusion, based on the investigation of the data received, it is possible that the unauthorized product combination, consisting of a very long offset adapter of +17.5 mm, and other factors such as poor proximal bone support, patient and procedure related factors, led or contributed to the stem fracture. Based on the unavailability of the retrieved devices, the lack of pre-revision radiographs and patient data and due to the multicausal nature of stem fractures, an exact root cause could not be identified. As described in the revision report dated (B)(6)2019, the new revitan stem was assembled ex-situ with the hammer until no gap remains at the outer circumference to make another stem fracture as unlikely as possible. Please note this described implantation step does not conform to the surgical technique of the revitan curved revision hip system, which was valid at the time of revision. The surgical technique states, among other things, that when assembling the proximal with the distal revitan stem component, the assembly technique with the torque wrench must be used and hammering is strictly forbidden and the resulting gap of about 1 mm between the 2 components enables micromovements without inducing the formation of any metal debris. Further, the usage of two screws in the distal dynamic screw hole is not indicated. Finally, the revitan stem was again combined with a merete bioball head and a bioball offset adapter 5xl. This product combination and the very large head offset are neither tested nor authorized by zimmer biomet. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: revitan, proximal part, conical, uncemented, 105, taper 12/14; catalog#: 01.00401.105; lot#:2765377. Bioball delta ceramic hd 36mm m; catalog#: hm50036; lot#: 7010859697/12. Durasul, alpha insert, ll/36; catalog#: 01.00013.712; lot#: 2760791. Allofit-s alloclassic, shell with polar screw plug, uncemented, 58/ll; catalog#: 4268; lot#: 2760931. Therapy date: (B)(6) 2019. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and started experiencing severe pain. X-ray examination revealed socket fracture of prosthesis. During the revision surgery it was noticed that the implant was fractured at the modular connection point.